Event description:
The complainant reported a patient in postcardiotomy cardiogenic shock was implanted with an impella rp flex for mechanical circulatory support (mcs) and during insertion an issue with the dilator was encountered. Subsequently, the patient experienced cardiac arrhythmic events and expired. The patient underwent surgical unroofing of the right coronary artery. Post open heart surgery while on the unit, the patient went into acute right ventricular failure. The patient was returned to the operating room, and the decision was made to place an impella rp flex. Upon insertion into the right internal jugular, the dilator of a 23 french peel away sheath split at the tip. A new impella rp flex sheath kit was opened, and a new dilator and sheath were placed. Following successful pump implant, the patient endured runs of ventricular tachycardia for which multiple shocks were required. Support continued with the current setup following the intervention. The patient remained critically ill with very poor prognosis. The patient's chest was open, maxed on multiple inotropes/pressors on continuous renal replacement therapy. Approximately three days later, the patient developed ventricular fibrillation arrest in the evening, was shocked, and converted to asystole. Paced at a backup rate of 40. Advanced cardiac life support protocol was followed minus chest compressions due to open chest status. The family was notified of critical condition. One hour later, the patient ventricular fibrillation arrested again and was shocked one time at 200 joules. Blood pressure was 67/41. The family was at bedside and requested to stop all measures, and the patient subsequently passed away.

Manufacturer narrative:
There is not enough evidence to exclude the impella device used as an associated factor to the overall outcome (given the arrhythmic events requiring advance cardiac life support). However, it should be noted the patient¿s prognosis was very poor. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella rp flex with smart assist system with automated impella controller instructions for use & clinical reference manual section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿